Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned for repair. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience the dialysis clinic reported that a patient was hypotensive after hemodialysis treatment. Follow up with the hemodialysis nurse indicated that the patient was treated with saline. There was no medical intervention and no complications reported. The blood pump was reportedly waiting to be replaced. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
Correction: the alleged event was not confirmed by the manufacturing plant. The hemodialysis machine was pulled from service and is still being evaluated by biomed department and the nurse stated the pump is being replaced. Field service was performed to address the reported machine issues. Replaced the ntc 2 sensor due to physical damage; temp was stable. Verified proper function of the uf pump and replaced the blood pump rotor to address the issue of venous pressure not tracking. The machine was tested and passed all testing. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Additional information from plant investigation: field service was performed to address the reported machine issues. Res replaced the ntc 2 sensor due to physical damage; temperature was stable. Verified proper function of the uf pump and replaced the blood pump rotor to address the issue of venous pressure not tracking.

Event description:
"."